Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported difficulties and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a left anterior tibial artery intervention, the 3.0 x 200 mm armada 14 dilatation catheter balloon was advanced to the target site and inflated. The balloon was deflated; however, during removal, when pulling the device out of the 6french sheath, it separated and the separated section flowed to the common femoral artery. A snare device was able to retrieve the separated segment. No additional information was provided.